Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's reservoirs were not filling. The reservoirs would fill a little then get stuck or insulin would not go through at all. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.